Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition with no appearance of any physical damage. Event log history was performed and indicated that "battery not working" was recorded in history. During analysis, "battery not working" was found at power up and all the reading of battery ended with n/a value. It was noted that the battery was defective and cause of the reported issue. Service replaced the battery to correct the reported issue and performed preventive maintenance and all functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was unknown.

Event description:
Information was received indicating that during a regular maintenance, the battery of smiths medical medfusion pump was not working and issue with the board connection was also noted. There was not patient involved in this event. No adverse effects were reported.